Manufacturer narrative:
Potential catalog number: 21-7220-24 and 21-7230-24. Potential lot number: 75x104 and 76x107. Potential expiration date: 05/28/2020 and 06/28/2021. Potential device manufacturer's date: 06/08/2015 and 06/05/2016. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo® 90 infusion set did not stick to the patient. The patient's blood glucose was reported to be at 595mg/dl. A manual correction injection was administered to address the high blood glucose. No permanent injury was reported. See MFR: 3012307300-2016-00598, 3012307300-2016-00599, 3012307300-2016-00600, 3012307300-2016-00601, 3012307300-2016-00603, and 3012307300-2016-00604.